Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that patient underwent staged surgery as follows: first stage lateral cages (2 level), discharge & follow up imaging, 2nd stage posterior fusion. During follow up imaging, the superior cage was broken. The superior endplate had detached from main body of cage and translated contralateral. Another rep joined the case later as they were struggling with cages. Interop x-rays were poor quality, and surgeon was struggling to mallet across disc space. This could be due to patient anatomy, or disc prep/osteophytes. No implant collapse was evident during the case.

Manufacturer narrative:
The device was unavailable for evaluation. The failure happened post-operatively according to the eef. The patient underwent staged surgery as follows: first stage lateral cages (2 level), discharge & follow up imaging, 2nd stage posterior fusion. Intraoperative x-rays were poor quality, and the surgeon was struggling to mallet across disc space. Observed resistance could have been due to patient anatomy, or disc prep/osteophytes. No implant collapse was evident during the case. During follow up imaging after three months, the superior cage appeared to have failed. The superior endplate detached from the main body of cage and had translated contralaterally. The implant failure might be due to surgical technique or excess in-vivo forces post op, however no definitive cause could be determined. Excessive force might be due to high bmi of the patient and high physical activity. The respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release and so the complaint is indeterminate. A review of the risk analysis document for this project shows that the reported issue of this device is within the anticipated risk level for this hazard/failure. As such, the overall risk of the system has been maintained and will continue to be monitored. See the attached risk assessment for more details regarding risk severity, occurrence, and overall risk level calculations. The following sections have been updated. B4, g6, h6, h10.

Event description:
It was reported that patient underwent staged surgery as follows: first stage lateral cages (2 level), discharge & follow up imaging, 2nd stage posterior fusion. During follow up imaging, the superior cage was broken. The superior endplate had detached from main body of cage and translated contralateral. Another rep joined the case later as they were struggling with cages. Interop x-rays were poor quality, and surgeon was struggling to mallet across disc space. This could be due to patient anatomy, or disc prep/osteophytes. No implant collapse was evident during the case.